Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12951. Reference MFR. Report#: 1627487-2018-12952.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2018-12951, reference MFR. Report#: 1627487-2018-12952. It was reported the patient was not receiving effective pain relief from the scs system. As such, the patient underwent surgical intervention wherein the scs system was explanted and replaced with a drg system. Reportedly, effective therapy was restored following the procedure.